Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the implant of this transcatheter bioprosthetic valve in a patient with calcification in the annulus and left ventricular outflow tract, tortuosity in the thoracic aorta, and pre-procedural measurements including an annulus perimeter of 70.3 millimeter, a left ventricular outflow tract measurement of 66.4 millimeters, and an angulation of 60°, a pre-implant balloon dilation was performed with a 20 mm non-medtronic (oskica) balloon. Per the physician, the balloon dilation yielded good results. During the procedure, difficulty was encountered advancing the delivery catheter system through the descending aorta while using a high-support non-medtronic (safari) guidewire. Tension was observed in the system supported by the external curvature during valve release, with a depth of approximately 3 millimeter in the non-coronary sinus and approximately 4 millimeter in the coronary cusp. After release, the valve dislodged toward the ascending aorta. The patient remained hemodynamically stable and without coronary artery occlusion. The physician assembled a second valve and changed to a more rigid non-medtronic (lunderquist) guidewire for additional support, which resulted in a successful second valve release. Post-procedure, the patient had a gradient of 0 mm hg and no paravalvular leak. Additional information was received that the anatomy and angulation of the aorta were notable contributing factors to the dislodgement. The delivery was more toward the external curvature. After valve dislodgement, the lcc depth was 2 mm and the ncc depth was 3 mm.

Event description:
It was reported during the implant of this transcatheter bioprosthetic valve in a patient with calcification in the annulus and left ventricular outflow tract, tortuosity in the thoracic aorta, and pre-procedural measurements including an annulus perimeter of 70.3 millimeter, a left ventricular outflow tract measurement of 66.4 millimeters, and an angulation of 60°, a pre-implant balloon dilation was performed with a 20 mm non-medtronic balloon. Per the physician, the balloon dilation yielded good results. During the procedure, difficulty was encountered advancing the delivery catheter system through the descending aorta while using a high-support non-medtronic guidewire. Tension was observed in the system supported by the external curvature during valve release, with a depth of approximately 3 millimeter in the non-coronary sinus and approximately 4 millimeter in the coronary cusp. After release, the valve dislodged toward the ascending aorta. The patient remained hemodynamically stable and without coronary artery occlusion. The physician assembled a second valve and changed to a more rigid non-medtronic guidewire for additional support, which resulted in a successful second valve release. Post-procedure, the patient had a gradient of 0 mm hg and no paravalvular leak.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.